Event description:
Post-operative failure of #5 fiberwire during ac joint reconstruction pt required a revision surgery to repair separation of clavicle and coracoid. No additional info is available at this time. This device is used for treatment.